Event description:
The customer called to report a blank display when she woke up. Prior to the blank display, the insulin pump gave a low battery alarm. Troubleshooting was performed, and the insulin pump gave a long tone and vibration. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a faulty component on the interface board.